Event description:
Libre 3 free style plus kept giving wrong results causing me to pass out, fall down, broke toe, many other health issues. This is the 9th time in past year my freestyle libre - 3 plus has given me wrong readings and caused several serous health issues when I call the toll free number from abbott the guy said "destroy them" do not report to FDA, va or med-watch and abbott will send none effect defective devices (cover up). Patient code: 4411, 1848, 1870. Device code: 1535. Reference report #mw5185857, mw5185859, mw5185860, mw5185861, mw5185862, mw5185863, mw5185864, mw5185865.